Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected an error in the motor, insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing. However, after opening up the case to inspect the electronic assembly, there is corrosion on electrical board particularly around the battery connectors, and on the connector between electrical board 1 and electrical board 2 .

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had multiple pump error alarm. The customer¿s blood glucose was 12 mmol/l. Customer reported they were able to clear the alarm and was not able to rewind the pump. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.